Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported the main switch does not function. No patient or user harm was reported.